Event description:
A report was received that stated that the cannula of the needle was bent, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.